Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the distal tip of the permanent cautery hook instrument broke/dislodged while the surgeon was dissecting. A fragment fell inside the patient's abdomen but was retrieved during the same procedure. No additional examination was carried out. No intra-operative or post-operative complications were reported. The instrument was replaced and the procedure was completed as planned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.